Event description:
It was reported that novum iq large volume pump (lvp) under infused during infusion. When the pump alarmed, indicating that the antibiotic infusion was complete and the patient had received the full antibiotic (500ml), it was observed that only half of the bag had been delivered. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.